Event description:
Reporter indicated a vns pt had experienced syncope and hypotension events, and had experienced an episode of asystole while hospitalized for spinal fusion surgery. Attempts for further info are in progress.